Event description:
A vns treating neurologist reported that the dell x50 handheld computer was not turn on. The company representative followed up with the neurologist's office and performed troubleshooting on the computer. The device was able to be turned on after performing a hard reset. No additional information was provided by the physician. The specific product information is unknown, as the physician has two dell x50 handheld computers and the computer that could not be turned on was not specified. However, both programming systems were functioning properly after the hard reset.

Manufacturer narrative:
.